Event description:
It was reported that the patient sought medical treatment on (B)(6) 2026. The patient's blood glucose levels were reported to have been 108 and then upon consuming orange juice, sweat tea and candy bars their level rose to 325 mg/dl. The patient reportedly ate breakfast that morning and tried to give himself 1.6 units of insulin but received 16 units instead, which had caused their blood glucose levels to decrease. The patient spent about 3 hours in the emergency room. Blood test was performed but the results were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone17.4, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.